Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, there was no driven ground signal. Upon evaluation, the r781 resistor was open. The cause of the constant gong alarms is the lack of driven ground signal. The cause of the lack of driven ground signal is the open resistor. The root cause of the open resistor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the belt receptacle on a patient's device was producing constant gong alarms.